Event description:
Medtronic received information that a ped3 pipeline vantage failed to open in the proximal section. Initially everything worked well. While the phenom27 was placed distal, the aneurysm was coiled. They started to deploy the vantage without any problems, but proximal (80% already expanded) the vantage didn´t open. The healthcare provider (hcp) tried several times with push/pull and resheating, but was not successful. He removed the device and used another, smaller one and placed the vantage without any problems. The proximal part of the pipeline was positioned in a bend. It was not stuck in the capture coil. More than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. Physician assumes its related to the difficult anatomy a nd sclerosis, maybe device to big. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the internal carotid artery (ica). The max diameter was 50mm. Vessel tortuosity was severe. Angiographic result post procedure was good as expected. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.  Ancillary devices: navien 6f, sl10, stryker coils, syncro, phenom27.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705342227: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5). Drawing(s) referenced: fg-15xxx-yyyy-zz rev. F; as found condition: the pipeline vantage was returned within the phenom 27 catheter; within the outer carton; inside of a sealed b io-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the braid were found fully opened and no damage. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. The catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the pipeline vantage was pushed out from the catheter lumen with no issues. The catheter was flushed with water and found patent. ¿ conclusion: based on the returned device, the pipeline vantage was not confirmed to have "failure to open at the proximal end" issue. The root cause could not be determined as the distal and proximal ends of braid were fully opened and no damage. Possible cause for failure to open includes severe vessel tortuosity. Ls 2023-01-13 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.